Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump was not activating when the customer expected the insulin pump to do so. The customer further mentioned difficulty with inserting the sensor as well as receiving a lost sensor alert when the sensor was bent. The customer reported receiving a sensor glucose reading of about 150 mg/dl where the actual blood glucose level was about 60 mg/dl. Customer declined troubleshooting. Advised to call back when the issue occurs in order to troubleshoot. No additional information was provided.